Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the first smart coil pusher assembly. The embolization coil was intact with the pusher assembly. The first smart coil was advanced through a demonstration microcatheter without issue. The pet lock was broken on the proximal end of the second smart coil pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the returned devices revealed the first smart coil was advanced through a demonstration microcatheter without issue. Further evaluation revealed the second smart coil had offset coil winds near the proximal end of the embolization coil. This type of damage typically occurs due to forceful advancement of the smart coil against resistance. The offset coil winds prevented the smart coil from being inserted into a demonstration microcatheter during functional analysis. Evaluation of the non-penumbra microcatheter revealed the distal end was necked down and had an offset coil wind. The necking and offset coil wind may have contributed to the inability to advance the smart coils out of the distal tip of the microcatheter during the procedure. The broken pet locks were likely incidental and may have occurred during packaging for return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached three smart coils in the target vessel and implanted non-penumbra coil using a non-penumbra microcatheter. While attempting to advance two additional smart coils, the physician noticed that the smart coils became stuck and unable to advance through the distal end of the microcatheter. Therefore, the smart coils were removed and the procedure was completed using additional coils. There was no report of an adverse effect to the patient.